Manufacturer narrative:
Pump received with minor scratches on the lcd window, a damaged display window cover and a constant blank flashing white light on the display due to a vertically cracked lcd controller. No cracks on the screen noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. There is a crack on the upper left part of the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.